Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that while in use on a patient, air leaked from the bonded section of the endotracheal tube cuff. There was no patient harm but a replacement tube was required.